Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the error did not reappear, and the sensor session was successfully started.